Event description:
It was reported that there was leakage from the hub.

Manufacturer narrative:
A visual examination of the catheter revealed a crack on the side of the hub of the catheter by the suture wing that leaked when the device was flushed. Without the lot number, we were unable to review the manufacturing records. The incident report noted that the catheter functioned without a problem for 90 days. We are unable to determine the cause or factors which may have contributed to this event. This is the first reported incident of this nature for this product family.